Manufacturer narrative:
(B)(4). Investigation summaryexamination of the returned instrument found the reported observation unconfirmed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the quickset flex drill bit 30 was found to have oxidation on the coils upon post surgical examination.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the quickset flex drill bit 30 was found to have oxidation on the coils upon post surgical examination.